Manufacturer narrative:
The customer reported that the cns (central nurse's station) is not exhibiting sound after a power outage. They rebooted and the problem persists. Customer called stating that after plugging in external speakers the problem persists. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central nurse's station) is not exhibiting sound after a power outage. They rebooted and the problem persists. Customer called stating that after plugging in external speakers the problem persists.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central nurse's station) is not exhibiting sound after a power outage. They rebooted and the problem persists. Customer called stating that after plugging in external speakers the problem persists. Device was returned and evaluated. Alarm sound and sync sound were working fine with direct connection of sound cable from cns to touch monitor. Alarm sound was set to iec type. All steps were completed on the maintenance check sheet of service manual and extended testing with the recorder, printer, and bedside monitor were performed. The issue could not be duplicated. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.